Event description:
It was reported the swivel mechanism of the epiq cvxi ultrasound system's control panel did not lock properly while transporting the unit. The failure occurred outside of clinical use and no patient or user was harmed. The philips service engineer replaced the solenoid and the bearing to resolve the customer¿s immediate issue. Philips has started an investigation, and upon completion, a follow-up report will be submitted.